Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable. Prior to the ipg being inoperable, the patient had a chest tube placed due to pneumonia. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.